Event description:
A system operator reports the gas was not filling properly, and the laser would not fire. It is unknown whether there was patient impact/injury associated with the event. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable information becomes available.